Manufacturer narrative:
Additional information was received that the patient was doing well postoperatively. No device malfunction suspected.

Event description:
A report was received that the patient had difficulty charging the ipg. The patient underwent a revision procedure wherein the pocket was revised and the ipg was replaced.

Manufacturer narrative:
Sc-1132 (B)(4) device evaluation indicated that the device passed all tests performed.

Event description:
A report was received that the patient had difficulty charging the ipg. The patient underwent a revision procedure wherein the pocket was revised and the ipg was replaced.

Event description:
A report was received that the patient had difficulty charging the ipg. The patient underwent a revision procedure wherein the pocket was revised and the ipg was replaced.